Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inadequate capture and low pacing impedance event was sensed by the device.

Event description:
It was reported that during a remote follow-up, inadequate capture and low pacing impedance were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no diagnostic imaging was performed. Provocative testing was performed and no anomalies were noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.